Event description:
It was reported that during a da si hysterectomy procedure, the cable at the distal end of the pk dissecting forceps instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one of the conductor wires was broken at the yaw pulley exit. The wire detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley showed no signs of arcing. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .073 - .160 in length and were not aligned with the tube axis. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.